Event description:
It was reported "lots of leaking at the meatus despite trouble shooting, necessitating the foley be changed out".

Manufacturer narrative:
It was reported that on (B)(6) 2023 it was noted there was "lots of leaking at the meatus despite trouble shooting" which resulted in the foley catheter being removed and replaced. No patient injury was reported related to the incident. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.